Event description:
During an ovarian cystectomy procedure, the doctor positioned the device with difficulty, fired it, staples formed correctly, however when the jaws of device were opened the cartridge fell off into the pt's abdomen. The device was reloaded and fired but no staples were evident on the tissue. A like device was used to complete the procedure. The or time was extended by 45 minutes to retrieve the cartridge. There was no pt consequence.